Event description:
It was reported that the implantable pulse generator (ipg) could not be interrogated and had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device had nominal current drain and no evidence of battery problems. Without the history of the programmed settings throughout service life, there is no way to determine why longevity did not match the predicted model. Battery analysis consisting of a review of manufacturing data, and the data gathered during the visual and dimensional inspection, and the electrical testing, did not show any abnormal results. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) could not be interrogated and had premature battery depletion. The device was not pacing. The device was explanted and replaced. No patient complications have been reported as a result of this event.